Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as further repair information is unavailable at this time.

Event description:
The field engineer reported that the system was displaying precharge voltage error messages on boot up. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.